Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited a false elective replacement indicator (eri) alert. It was noted that the device was exposed to electrocautery during an unrelated procedure. The device was restored. The patient was stable and will continue to be monitored.